Manufacturer narrative:
Devices details: implantable mcghan breast implants. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii, rupture.

Event description:
Health care professional reported rupture and capsular contracture baker grade lll, breasts are hard and deformed, but without pain. This relates to the left side. Device has been explanted.